Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil was stuck inside the microcatheter. When pulled back, it was already broken. Backup product was used to continue the procedure. The coil was stuck in the middle of the catheter. There was no damage to the catheter or coil. The device and any accessories were prepared as indicated in the IFU. The patient is alive with no injury. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of neurovascular abnormalities. It was noted the patient's blood flow was normal and vessel tortuosity was minimal.

Manufacturer narrative:
Product analysis as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box and within a sealed biohazard pouch. The axium prime coil was returned without introducer sheath. Visual inspection/damage location details: the actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative mechanical method detachment was not attempted. The axium prime coil pushwire was found to be broken but retained by release wire at ~153.3cm from proximal end. The coin was found to be still against lumen stop and blood residue was observed under outer jacket. The shield coil was found to be stretched. The implant coil was found to be broken and returned. The implant coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was unable to be confirmed as the axium prime coil was returned with the implant broken and not returned. The root cause could not be determined medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that "when pulled back, it was already broken" does not refer to premature detachment, but after the stuck coil was pulled from the microcatheter. The cause of the coil being stuck and already broken was not determined. No detachment attempts, either with an instant detacher or manual method, were made. No kink or damage was observed on the pushwire. The coil was removed from the patient and not implanted.